Manufacturer narrative:
(B)(4). Batch #: unk. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during and unknown procedure, when the surgeon tried to pull back to close the bag, instead of closing, the suture just snapped. When the scrub nurse and surgeon took the bag out there was no suture at all around the top of the bag, it opened up as it should but then it didn¿t close. Specimen was not big, no force was added, and it was intact. No adverse consequences were caused to the patient.

Manufacturer narrative:
(B)(4). Date sent: 3/8/2022. D4: batch # v95l7j. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the pouch device was returned fully deployed. The bag was not returned for analysis. Upon evaluation, it was noted the suture was torn. In order to evaluate the internal components, the device was disassembled. Upon disassembly of the device, no anomalies were noted with the internal components. No conclusion could be reached regarding how this damage occurred. We have documented the circumstances as they were reported to us. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.